Event description:
The customer reported having an urgent care visit due to high blood glucose of 331mg/dl. Troubleshooting was performed. The customer stated that his insulin pump went though the body scanner when he flew to (B)(6). The customer stated that he had a peanut butter and jelly sandwich the night before, and when he woke up his blood glucose was high. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears normal. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer did not feel comfortable and requested a replacement of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.